Manufacturer narrative:
Reference medwatch MFR # 2916596-2017-00041 for the previous driveline repair. Approximate age of device ¿ 4 years and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller alarmed with red heart alarms. The patient had a known percutaneous lead (driveline) issue and was using a non-grounded patient cable. Multiple pump stoppages were recorded in the system controller log file. The pump stoppage occurred when the pump was connected to the 14v batteries. The patient underwent a pump exchange due to the driveline issues. No further information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 8.5 inches from the pump housing and the distal portion was returned measuring approximately 31.5 inches. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. Examination of the driveline revealed insulation breaches to the black and orange wires, approximately 7.25 inches and 6.5 inches from the pump housing respectively. The observed wire damage to the black and orange wires appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at their location. If the exposed conductors of any of the damaged wires made contact with the metal braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground could have caused the reported pump off or low speed events. Additionally, if the exposed conductors of the damaged wire made simultaneous contact with each other or the metal braided shield, the resulting electrical phase to phase short could have caused the pump stop or low speed events on any power source. No other insulation breaches identified. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. A review of the device history records found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.